Event description:
It was reported that this pacemaker was part of a system revision due to infection. The pacemaker was reused as an external temporary pacing device and an off label use was intentional. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that the pacemaker is now explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental is being filed to update the entry in h6: impact code, d9: returned to manufacturer date and investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The pacemaker was reused as an external temporary pacing device and an off label use was intentional. There were no additional adverse patient effects reported. The pacemaker remains in service.